Event description:
Medtronic received info that this bioprosthetic valve, implanted 3 yrs, was explanted due to high gradient.

Manufacturer narrative:
Eval result: device history review was not reviewed. Conclusion: cause of event cannot be determined. Analysis: the valve was returned to medtronic on nov 2, 2009, and currently is undergoing analysis. Upon completion of the analysis, a f/u report will be submitted.